Event description:
The customer was hospitalized with high blood sugars. The customer's blood sugars had been high the entire day of the incident and they changed the infusion set two times. They removed the batteries once, they got to the hospital and when they put them back in the pump alarmer "batt out limit". The doctor requested that the pump be replaced.